Event description:
The original procedure (hysterectomy) was performed. Reportedly, 18 days later bowel was protruding through the vagina. Pt was immediately brought to the o.r. Where repair of vaginal cuff dehiscence occurred. Upon examination, the surgeon noticed broken staples across cuff, staples were removed and cuff was repaired with suture. Bowel function is returning and is currently stable. Instrument was discarded. Also discarded were the staples that were removed from the pt's abdomen.